Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that customer experiencing high blood glucose. Customer stated that the blood glucose was 533 mg/dl at the time of event. Customer did not experienced any symptoms related to high blood glucose. It was unknown that use of insulin pump within 48 hours of high blood glucose event. It was unknown if auto mode feature was active at the time of event. Customer do not want to do troubleshooting since it was because of insulin flow blocked they were getting high blood glucose. Customer reported that the insulin pump will not be returned for analysis.